Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
The patient reported that their blood glucose levels were 360 mg/dl while wearing the pod between 37 and 48 hours on their arm. Upon removal of the pod, it was noted that the cannula was bent. Hyperglycemia treated with a bolus correction and a new pod.

Manufacturer narrative:
All attempts to obtain the download data were unsuccessful. Measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was attached to the pod, and then to the detached pcb assembly in attempts to establish communication between the master pdm and the pod. The pod data was unable to be obtained as the pod could not establish connection with the master pdm. Cracks were observed on the top and bottom housing. Corrosion was observed on multiple internal components, including the pcb, front and rear pulleys, all three batteries, chassis, mechanism rails, and tube nut, commutator cap, and the hook switch cups. The investigation was able to determine that the corrosion observed, was the cause of the battery depletion and the failure to download the pods data. Due to the corrosion a leak test was completed, however no leaks were observed along the fluid path. Inspection of the soft cannula did not find it bent, kinked, or damaged. The investigation could not conclusively determine the timing or cause of the cracks, due to this, the investigation could not determine if the cracks allowed fluid into the device.